Event description:
Sterile disposable trays utilized for procedures have small debri particles evident in bottom of tray x 5 today. Pain tray contains syringes, drapes, 4x4, needles etc for use during spinal injection. Small debri contaminants found in bottom of tray. Involved several trays from same and different lot #s. Diagnosis or reason for use: pain injection procedure.